Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, and force sensor test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken belt clip rails, serial number label missing, cracked select button keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer's mother reported via phone call indicating that their insulin pump was damaged in the reservoir compartment and the plastic ring came off. The customer¿s blood glucose level was 400 mg/dl at the time of the incident which was treated with insulin pump. Customer also reported getting an insulin flow blocked alarm. Customer completed troubleshooting. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer will send the product back for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.